Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that multiple minimum fill notifications occurred after the customer filled the cartridge with a 100 units of insulin. Customer added more insulin to original cartridge. Customer¿s blood glucose level was 479 mg/dl.